Manufacturer narrative:
Results: sample was received that confirmed the complaint of no gel. 80 retention samples were reviewed and all samples contained gel. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5336515. Conclusion: the most likely root cause is that a tray that is used for weight checks was accidentally put back onto the line.

Event description:
It was reported that bd vacutainer® plastic ppt molecular diagnostics tube had 70 tubes in 1sp without gel. No injury or medical intervention was reported.